Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/dl at the time of incident. The customer¿s current blood glucose value was unknown. It was unknown if the auto mode was on at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unk-inf.